Manufacturer narrative:
Follow up #1 (03/27/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. The DHR for this lot was reviewed by flex qa or milpitas qa on (B)(4) 2013 and no nc or process or product deviation or rework activity was found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan to report the one touch select meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient experienced the symptoms of sweating, dizziness, and "her eyes rolled back in her head." While symptomatic, the patient attempted to test her blood glucose level with the reported meter, however, the meter would power off during testing. The patient was unable to obtain a reading. The patient was taken to the emergency room, where she received treatment with intravenous glucose. The patient manages her diabetes with set doses of insulin. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the meter and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.